Manufacturer narrative:
Additional information was received on august 12, 2015. Third party manufacturer reviewed the batch records for lot# 13fm0202 and no exceptions were found. Four retention samples were also reviewed and the appearance of the balloon/inflation port, catheter body and valve function were normal. Eight samples from different lots along with one from the same lot were subjected to the balloon inflation test by inflating 60ml of air and observed after 10 minutes to determine if there was any blockage, leaks or breakage. After 10 minutes there was no obvious change to the diameter of the balloon. The units were deflated and 45ml of water was injected into the balloon via the inflation port to test for any blockage, leaks or breakage and held for 24 hour observation. No blockage, breaks or leaks were noted during the filling of the samples or after 24 hours. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were found. There is not enough to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. Was updated to reflect the correct device manufacture date. No additional patient/event details have been provided to date. Should additional information become a follow-up report will be submitted. (B)(4).

Event description:
It is reported that two (2) new kits same lot number and from the same box were tested, and upon initial testing of kits prior to insertion, she inflated 15-20 ml of water and the signal port indicator popped up and broke with water coming out of inflation port indicator bubble area. It is reported that "two kits from the same lot failed."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to FDA on (B)(4) 2014. A separate 3500a form has been completed for the other case under patient identifier (B)(6) and MFR report 2243969-2014-00222 (this is report 1 of 2 to capture these cases). Note: this case was identified during the recent FDA inspection (483 march/april 2014). Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.